Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. The customer¿s other blood glucose level was 150 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value by carbohydrate and tablets. Transmitter was not connecting to the pump. Customer stated the transmitter led did not blink on and off when it was disconnected from the charger. The customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.